Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that during an implant procedure the patient fell off the operating table with two needles and one lead in her midline incision. It was unknown if the incident was device related. All device components were removed and discarded.